Manufacturer narrative:
The device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The device was received with normal operating currents and passed unexpected restart error test and self-test. Unable to confirm error alarm due to history file overwritten alarm. The device alarmed due to a corrupted history file. Motor passed motor test. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 184 mg/dl at the time of incident. The customer stated that the drive support cap was flush. The customer stated that they pressed the drive support cap while connected. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The device was received with normal operating currents and passed unexpected restart error test and self-test. Unable to confirm error alarm due to history file overwritten alarm. The device alarmed due to a corrupted history file. Motor passed motor test. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.